Manufacturer narrative:
The complaint is inconclusive since the product was not returned for evaluation. A lot history review (lhr) of huuj0342 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse was accessing for infusion and noticed a leak on catheter below bifurcation.